Event description:
Tip of drill bit broke off during use, was removed cleaned and available for medwatch. No apparent damage to pt. Not sure if tip defective but removed all drill bits from inventory/stock in lot #2529n.